Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with redness, swelling and inflammation, underneath sensor pod area only. After the parent took off the sensor the noted swelling and pus on the sensor wire and contacted their doctor. The reaction was treated with a prescription of an unspecified oral antibiotic. At the time of the report the patient was stable. No additional patient or event information is available.